Manufacturer narrative:
Product analysis:analysis of the programmer confirmed the customer comment that the stylus tip and cursor did not align and unable to reach the calibration icons. Analysis also noted that printer drawer was missing, overlay/ bezel was cracked, power cord bay was broken, lower case feet were worn, right keyboard hinge was broken, replaced media bay basket as a preventative, left and right display hasp were broken, handle cover was cracked and hinge plate were missing screws. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be adjusted to hit the right button and required calibration. It was noted that a software update was required. The programmer has been returned for service. The radio frequency (rf) programmer head returned as an associated device subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.